Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated that customer is using manual injection. Customer stated that battery cap is neither damaged nor corroded. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.